Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled. The next day, the pt was sedated. A bridge bolus was programmed on (B)(6) 2011 using 2000 mcg/ml. It was later reported that it was determined that the pump was filled with 2000 mcg/ml instead of 500 mcg/ml. They stopped the pump and intubated the pt overnight. They took out the 2000, put in 500, did a system clearing, and started the pump back up. The pt was extubated in the afternoon of the next day. The pt recovered without incident. The device system was used to deliver lioresal.